Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1012 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter valve did not hold the blood and therefore leaked. There was no harm to the patient. The catheter was replaced by another without major complications.